Event description:
For the last 2 to 3 days he developed significant evidence of progressive shortness of breath with activity which was not easily explainable in addition to loss of pump read on the console. 2d echo was done showing evidence of normal inflow velocity